Event description:
Patient was admitted to the emergency room. The family membrr stated that the tubing became disconnected from the pump and is not sure how it happened. Also the contact does not know if anything else is the cause for high blood glucoses.